Manufacturer narrative:
Additional information: additional information received reported an implant date of (B)(6) 2017. Also, an explant was performed on (B)(6) 2017 and the patient is doing well. The lens was discarded. There was no incision enlargement, vitrectomy, or capsule tear. The replacement lens was a zcb00 22.0 diopter lens. Also, the patient is (B)(6). (B)(6). (B)(4). Expiration date: 3/30/2020. (B)(4). Catalog #: zcb0000245. If implanted, give date: (B)(6) 2017. If explanted, give date: (B)(6) 2017. (B)(4). Device manufacture date: 3/30/2016. Corrected data: as result of the serial number being provided by the reporter at the time of this report the following fields require update/correction: (B)(4). Manufacturing report number: the manufacturing report number provided in the initial MDR was determined to be incorrect based on the serial number that has now been provided. (B)(4). Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Catalog #: a complete catalog number is unknown as the serial number was not provided a lens explant has not occurred; however, was indicated as planned. (B)(4). Device manufacture date: unknown as the serial number was not provided all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a patient who had prior lasik/hyperopic, underwent an implant of a model zcb00 intraocular lens (iol) and she is now a -2.50. Customer reported they did the iol calculator for prior lasik, iol power calculator in post-myopic lasik/prk eye. Customer is requesting assistance to see what they could do to make this patient happy. Further information was provided and the doctor wanted to proceed with an iol exchange. Calculation for an iol exchange was performed and provided to the customer. No further information was provided.